Event description:
Caller reported a malfunction on pump, displaying malfunction code malf 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, and no further issues occurred. Caller was advised to continue using pump and to contact support if the malfunction recurs.